Event description:
It was reported that the egm strips showed noise being sensed on the atrial lead, perhaps due to electromagnetic interference (emi) exposure. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d224trk bi-ventricular defibrillator, implanted: (B)(6) 2010; product ID 419688 implantable pacing lead, implanted: (B)(6) 2009; product ID 694965 implantable tachy lead, implanted: (B)(6) 2005. (B)(4).